Event description:
During af procedure, the sheath was inserted into the right atrium. Before inserting the catheter or transseptal needle, blood leakage was noted from the hemostatic valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. The only device inserted directly into the hemostatic valve was the included dilator. No additional venipuncture was performed due to sheath replacement. There was no resistance when inserting the dilator. The sheath and dilator were integrated and used as per procedure.

Manufacturer narrative:
One 10f fast-cath introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both sides of the seal. A corrective action was initiated to address the failure mode of this introducer leak.